Manufacturer narrative:
The device was returned to medtronic for evaluation. The post is fractured roughly at the first thread from the head component. Extreme angulation in combination with excessive torque may cause the screw to break. Post operative x-rays reveal tlif at l5-s1 with bilateral posterior hardware and interbody device. Isthmic spondy is noted pre-op. First revision shows removal of interbody device and replacement of posterior hardware on the right side with fracture of left side s1 screw. Second revision shows replacement of posterior hardware bilaterally, and implant to interbody device, and bone stim. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported, that the pt underwent surgery for spinal decompression with plif and posterolateral fusion at l5-s1 with peek interbody device, bmp autograft, and posterior pedicle screw/rod fixation bilaterally at l5-s1. X-rays taken immediately post-op following additional surgery in 2009 revealed a broken pedicle screw on the left side of s1. The pt underwent a revision surgery to replace hardware bilaterally at l5-s1.